Event description:
It was reported that, during a cori assisted tka procedure, the burr of a real intelligence robotic drill came out and forced to quit system. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), used for treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. The reported problem was not confirmed with a functional evaluation. The drill passed both kpc testing and a case with no problems. Disassembly revealed nothing unusual. The cable passed testing. The exposure motor passed testing. After reassembly, the drill again passed kpc and a case with no problems. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No reasonable cause could be identified based on the received complaint information and investigation results. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.